Manufacturer narrative:
The incident device anticipated return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic bowel resection (anterior) - "blue pad on tip of reposable grasper became loose/broke during surgery. Noted promptly to surgeon and easily retrieved from peritoneum." Pt status: "alive and well."